Event description:
During a cystoscopy, a cook motion hybrid wire guide (mhw-035150; g44846), lot number: 9006229355 was placed in the left ureter in preparation for a stent placement. It was noted the blue wire coating (nitinol with hydrophilic tip) came off wire and was in the bladder. You can see on the picture, the end of the wire is missing the blue coating. FDA safety report ID# (B)(4).